Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level of 55 mg/dl and food was consumed to address the bg level. The customer reported that the bg was low because he did not eat.